Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible in the guide wire lumen and on the tightly folded balloon and contrast in the inflation lumen. This is consistent with preparation, handling, and suggests the catheter was at least partially advanced over the guide wire. The hypotube was separated at the distal end of the hub nose piece, confirming the separation. The fracture face was oval shaped, as if kinked prior to separation. There were three kinks in the distal shaft distal to the guide wire exit notch. There was a kink in the bayonet portion of the hypotube 5cm proximal to the guide wire exit notch. There were multiple bends in the hypotube distal to the separation. It is likely that the hub and shaft were inadvertently handled during preparation for use, resulting in the shaft kinking. Further manipulation would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for hypotube separations or kinks for this lot. There is no indication of a lot specific product quality deficiency. The reported hypotube separation appears to be related to the operational context of the procedure. This type of reported event will continue to be monitored. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during device preparation, the proximal end of the catheter at the hub became detached. This device was not used in the procedure. There was no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.